Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and low sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The analyst noted the lead was returned with the helix fully extended, with blood and tissue visible. The distal conductor was distorted in the connector and was unable to retract the helix. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.